Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-36791.

Event description:
Customer reported the insulin pump was alarming no delivery. Customer's blood glucose was 406 mg/dl. Customer reported the alarm was resolved with a complete set change. The device did not alarm during manual after set change. Troubleshooting was not performed due to set change, unable to determine root cause of the issue. No further information reported.